Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump kept alarming button error. The buttons on the device kept sticking and some were not working. Customer did not know blood glucose. Alarm and possible causes were explained to the customer. Customer stated she was on vacation and it was humid, as a significant event that may caused the alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and cracked lcd window.